Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination showed damage from excessive wear and use. The neck portion of the provisional has fractured. DHR was reviewed and no discrepancies were found. The most probable root cause is wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Lot number was reported as 42227500. Expiration date ¿ na. Implant and explant dates: ¿ na.

Event description:
It was reported that during inspection, prior to surgery, the neck portion of the adapter discovered fractured due to unknown cause. No further information to report at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.